Manufacturer narrative:
Siemens filed the initial MDR 2432235-2021-00233 on 22-sep-2021. Additional information (01-oct-2021): siemens reviewed the information provided. The simens customer service engineer (cse) performed troubleshooting and found the dilution mixer and sample mixer were affected by vertical motor stalls. The engineer replaced the motor, installed new impellers, and checked the performance of the atellica ch 930 analyzer, and noted no issue. Siemens identified the quality control (qc) was in range, and the customer informed that there were no issues with other patient samples. The instrument and reagents were performing acceptably. The cause of the discordant falsely depressed enzymatic creatinine_2 (ecre_2) result is unknown. Siemens cannot rule out pre-analytical variables that can affect the quality of the sample or deviation from recommended best practices. The analyzer is operating as specified. The event required no further evaluation. Section h6 (type of investigation, investigation findings, and investigation conclusions) is updated with newcodes.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and noted the quality control (qc) was in range on the day of the event. The customer provided sample ID (B)(6) for investigation and stated that a result of < 9umol/l is considered a discordant result. The customer did not provide the gender of the patient sample. Siemens is investigating the event.

Event description:
The customer obtained one discordant falsely depressed enzymatic creatinine_2 (ecre_2) result on an atellica ch 930 analyzer. The discordant result was not reported to the physician(s). The customer used the same sample tube and an alternate atellica ch 930 analyzer to perform repeat testing. The customer noted the repeat results were higher and considered to be correct. The repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed ecre_2 result.